Manufacturer narrative:
Date of event has not been provided and is unknown. Review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. An evaluation of the returned novel inserter revealed the inner shaft had fractured and broke at the threaded distal tip. The fracture is flush with the distal tip of the inserter tube, which houses the inner shaft. A previous investigation for this type of event found that an excessive lateral load was placed on the titanium trial which caused the threaded tip to shear along the distal tip of the inserter tube.

Event description:
The tip of a novel inserter was discovered broken during a routine inspection.